Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of possible output damage was confirmed in the laboratory via review of the programmer printouts. Low lead impedance measurements were noted. The device was tested on the bench and no output damage was found. The cause of the reported alert for possible output damage could not be determined.

Event description:
It was reported that possible high voltage circuit damage was detected. Low, out of range high voltage lead impedance was observed. Both atrial and ventricular leads showed evidence of clavicular crush. The system was explanted and replaced. There were no side effects to the patient.